Manufacturer narrative:
(B)(4)

Event description:
It was initially reported that the patient had an itb (intrathecal baclofen) pump. The catheter fractured and the patient underwent a laminectomy to replace the spinal portion of the catheter. It was unknown how the catheter fractured but the patient lost effect. The revision took place on (B)(6). It was later reported that the patient had a CT scan and found the catheter was fractured approximately one week prior to the patient's revision. The patient spent two weeks in the hospital with pain but was doing ok as of (B)(6)2010. The pump contained lioresal at a concentration of 500 mcg/ml, the dosage was unknown. Additional information has been requested and will be made as follow up, as it becomes available.